Event description:
It was reported that the case of bd luer-lok¿ tip syringes had no expiration date or lot# listed on their labeling. The following information was provided by the initial reporter: "1 case out of the 15 cases under po 85992 was received with missing labeling (lot# & expiration date is required for this component)."

Manufacturer narrative:
Investigation summary: five photos were received and evaluated. The photos showed the exterior of a 10ml bulk non-sterile (material 301029) box from multiple angles. The box was numbered "400" with black marker and was missing an identifying label. Device history record review: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch number 1082724 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A complaint history check was performed no additional complaint reported with the defect/condition of label / product insert missing with batch number 1082724 regarding material 301029. Trend analysis performed for defect/condition of label / product insert missing reported in batch number 9273353 and 8088518 regarding material 301029. Potential root cause for the missing label defect is associated with failure to follow procedure during the bulk packaging process. The process for verifying proper label placement on all bulk non-sterile shipments was updated and released april 5th 2021. Internal procedure allows a grace period of 28 days for associates to educate to any updates to documentation. Since this batch was manufactured between april 14th 2021 to april 16th 2021, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the case of bd luer-lok" tip syringes had no expiration date or lot# listed on their labeling. The following information was provided by the initial reporter: "1 case out of the 15 cases under (B)(4) was received with missing labeling (lot# & expiration date is required for this component)."